Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead heard a ticking sound coming from the chest. Also, patient experienced unexplained pain. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead heard a ticking sound coming from the chest. The physician and local sales representative could also hear the ticking with a stethoscope. The patient experienced unexplained pain suspected to be related to the rv lead, and also reported anxiety. The source of the ticking sound was unable to be determined but did not appear to be the pacemaker this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code (B)(6). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Microscopic inspections conductors are intact and no electrical shorts between conductors. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead heard a ticking sound coming from the chest. Also, patient experienced unexplained pain. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Microscopic inspections conductors are intact and no electrical shorts between conductors. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.